Event description:
A malfunction occurred without any notable preceding events. There was no adverse impact on the customer's blood glucose level. The pump displayed a malfunction 16 code, which was not resettable. Customer technical support (cts) arranged for a replacement pump, as the original was still under warranty. The customer was instructed to use multiple daily injections as a backup therapy. Cts confirmed the shipping address and instructed the customer to set the pump into storage mode before returning it with a pre-paid label within 10 days, which the customer understood and acknowledged.